Event description:
It was reported that the device was explanted due to a "possible infection"; no pt symptoms reported. The pump contained morphine 20 mg/ml and bupivicaine 20 mg/ml. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.